Manufacturer narrative:
Product event summary: analysis found the device failed atrial and ventricular pulse noise; the main printed circuit board assembly found out of electrical specification.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The board was assembled into a golden unit. The device then failed for atrial pulse noise on the automated test console. However on the bench the atrial pulse noise was measured and was found to be within the requirements of the atrial pulse noise test. Conclusion: could not confirm the failure found during service and repair of the device. If information is provided in the future, a supplemental report will be issued.